Event description:
Additional information received reported the patient experienced discomfort in the rectal area with program 3. The reported etiology of the event was the lead.

Event description:
Additional information received confirmed that the patient has had an open circuit on their implantable neurostimulator (ins) for the past 6 months and only one electrode combination could be used. The healthcare professional (hcp) was able to reprogram around the open circuit and the patient was using only one active program. The patient experienced flank pain that was determined to be unrelated to the ins system as the device was turned off for 2 weeks and they still had the pain. The hcp believed the pain was skeletal muscle in nature. If additional information is received, a follow up report will be sent.

Event description:
It was reported that technical observation of the lead showed that all combinations with electrode 0 had an impedance value greater than 40,000 ohms. Reprogramming was done and the use of electrode 0 was discontinued in all programs on (B)(6) 2012. It was indicated to be an ongoing event. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va01226, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received clarified that the impedance value on electrode #0 was greater than 4000 ohms (not 40,000 ohms as previously reported). If additional information is received, a follow up report will be sent.